Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was not duplicated. The pump was in good condition the pump was put through an accuracy test and the was passed with delivery within specification. The pump did not require calibration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The pump passed all functional tests and performed as intended.

Event description:
It was reported that the pump had an incorrect volume delivery in continuous mode. Device required calibration, and there was unknown patient involvement, and unknown signs or symptoms experienced.